Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018 the investigation was carried out visually and microscopically with the digital microscope. We made a visual inspection of the instrument and of the fracture surface. No anomalies were found. Additionally we detected a loosened broken off ceramic part. The surface of the ceramic shows heavy traces of usage. Batch history review: the product does not require batch management; a review of the device quality and manufacturing history records is not possible. Conclusion and root cause: the root cause of the problem is most probably usage related. Rationale: according to the quality standard a material defect and production error can be excluded. No pores or foreign bodies could be found on the point of rupture investigations lead to the assumption that the ceramic breakage were caused by a mechanical overload situation or forced fracture due to an improper handling. A major disadvantage of ceramics is their brittle fracture behavior (limited elongation and low fracture toughness). Metallic materials, on the other hand, are ductile and therefore breach less frequently. They forgive easier constructive tolerances by relieving local stress peaks through plastic and plastic deformation.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. When additional information becomes available a follow up report will be submitted.

Event description:
It was reported a piece broke off on a patient intraoperatively. The reporter indicated that the diathermy tip cracked and broke off during a procedure. Per the reporter, it can be confirmed and substantiated that the tip was inspected before the case and after the tip was complete and without obvious cracks before the case. After the case, the tip had loose pieces, deficits (obvious deformity) and a small piece missing. The one small piece that was missing was unable to be located and retrieved. A x-ray of the patient was performed. Per the reporter, the hospital has a strict 20 uses policy in keeping with the manufacturer's instructions and these records are maintained in central sterilization service department (cssd).